Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker went from a battery status of 7.5 years remaining eight months ago, to 6 years remaining two months ago. It was noted that the patient had atrial fibrillation (af). Boston scientific technical services (ts) discussed device longevity and potential impacting factors. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. This product remains implanted and in service.